Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter pulmonary bioprosthetic valve, during distal conduit dilation to gain internal diameter, severe hemorrhage resulted from a torn pulmonary artery which occurred with the dilation balloon. Open chest surgical repair was attempted, but could not repair the tear and the patient subsequently expired. No autopsy was performed. It was reported that the patient was very ill and inoperable with extremely tight stenosis from a previous surgery approximately sixty years earlier.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.